Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight of the device to be within specification, white particles in the shell, and crease fold. A microscopic analysis was performed which identify no other observations. Based on the device analysis the final assessment is n issues found related with the manufacturing process.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b, g.2., h.6.